Event description:
After a prowler select plus microcatheter was inserted, an idc coil (8mm) was being delivered to the lesion. However, because the diameter was too large, the coil was being retrieved but dislodged at the hub of the microcatheter outside the patient's body. The vessel was not calcified but the tortuousity was unknown. The product was clinically used without any adverse consequence to the patient and it will be returned for analysis.

Manufacturer narrative:
All the products were new, and prior to removing and inserting in the patient, all the products were undamaged. The products were prep according to (IFU) information for use guidelines and constant and dedicated flush was maintained through the (mc) microcatheter and re-adjusted when inserting the guidewire. After the coil was inserted, the flushed was readjusted. After removal from the patient, the microcatheter was undamaged. The microcatheter was not torque against any resistance. Prior to the event, other products went through the microcatheter without any issues, but the physician felt that the (ID) inner diameter of the product was larger. During insertion, manipulation or removal, no resistance was noted between the coil system and microcatheter. It is unknown if the boston coil was rotated more than 360 degrees. The microcatheter was not placed at an acute angle. The microcatheter was not kink or bend at the junction between the catheter and the hub, but the physician thinks that this event occurred because the boston coil sheath was not connected appropriately with the microcatheter hub. All the boston coil IFU guidelines were follow for insertion, delivery and removal. Resistance/friction was not noted between the microcatheter and guidewire. No information was available how the procedure was completed, and no further information was available. Prior to shipping the product did not have any damage (kinks, bends, fractures (shaft, etc), cracks (shaft or hub), stretched, elongated, etc). The product is expected, but it has not been received. Additional information will be submitted within 30 days upon receipt.